Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken locking nut was confirmed. The system controller (serial#: (B)(6) was not returned for analysis; however, a customer submitted image confirmed the broken locking nut. Additional provided information communicated on 01mar2021 stated that the system controller has not been returned by the patient yet. To date, the system controller has not been received at abbott. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial#: (B)(6) and the system controller was found to pass all manufacturing and qa specifications. Heartmate ii instructions for use section 8 entitled equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to clinic with a broken lock nut. The system controller was exchanged.